Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2009, the patient underwent fusion surgery in which rhbmp-2/acs was used. As per op-notes, ¿I decorticated the lateral transverse processes at l4, l5, and s1 bilaterally with the drill bit and removed all soft tissue from the lateral gutter for the posterolateral fusion at l4-5 and l5-s1 bilaterally. Iliac crest bone grafting was not performed. I did use a large kit of bone morphogenic protein bone graft and this was divided in half. This was then combined with some morselized bone autograft from the same skin incision along with some cancellous allograft bone chips to place over the decorticated bone laterally for the posterolateral fusion bilaterally from 14 to the sacrum.¿ the patient tolerated the procedure well without any intraoperative complications.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.